Event description:
Customer reportedly received result of 318 mg/dl on the aviva plus system and result of 110 mg/dl on professional meter within 10 minutes. Two days later customer reportedly received results of 420 mg/dl and 121 mg/dl within 10 minutes on the aviva plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.